Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. The wave spring of the nosepiece was noticed to be overlapping the retaining ring. A functional evaluation was performed. The reported problem was confirmed. Testing found that the wave spring was slightly deformed and loose, preventing the drill attachment from locking onto the nosepiece properly. This resulted in an inability to load the bur into the collet. After a new wave spring was installed, the drill was able to function normally. The most likely cause of the reported issue seems to be that a bur could not be loaded into the collet of the carriage due to the loose wave spring preventing the drill attachment from positioning properly. This seems to have occurred due to deformation of the wave spring, which allowed it to detach and overlap the retaining ring. Additional forces such as impacts or vibrations may have contributed to the loosening of the wave spring. User error seems to have also contributed to the reported issue, as the bur should have been seated properly before proceeding into a case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4)

Event description:
It was reported that during a tka cori-assisted surgery, while burring the distal femur, the burr fell out of the real intelligence robotic drill. When attempting to use it again after disassembling and recalibrating the drill, the same result occurred. The procedure resumed, after a non-significant delay, using a s+n back-up drill and the original drill attachment. No injury was reported as a consequence of this issue.